Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering found the hook to be detached and missing. The distal end exhibits melting and thermal damage on one side of the monopolar adapter. The threading is deformed due to thermal damage, preventing installation of a disposable cautery tip. The inside pocket of the adapter is charred and one of the electrical contacts within the adapter is bent downwards, preventing the disposable cautery tip from fully seating in the adapter. No other damage was found.

Event description:
It was reported that during a da vinci s myomectomy procedure, while using the 5mm monopolar cautery instrument, the hook broke off and fell into the patient. The instrument fragment was retrieved and the planned surgical procedure was completed. No patient injury, harm or adverse outcome was reported.